Manufacturer narrative:
Customer returned photos of alcohol swabs from lot # 8263720. Customer states that when reviewing the material incomplete legends are detected in the batch number. The photo was examined and exhibited the top of the lot number printed on the swab packet to be cut off. A review of the device history record was completed for batch #8263720. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root cause is attributed to an issue during the printing process. A problem solving team has been tasked with improving print quality on all production lines within the plant. The team is systematically assessing and addressing each printer individually for improvements.

Event description:
It was reported that the alcohol swab premium 3000 units blk packaging had illegibly printed lot numbers. The defect was found before use. The following information was provided by the initial reporter, translated from spanish to english: "in the packing area when reviewing the material incomplete legends are detected in the batch number."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the alcohol swab premium 3000 units blk packaging had illegibly printed lot numbers. The defect was found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "in the packing area when reviewing the material incomplete legends are detected in the batch number."